Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they went to emergency room as they were experiencing low blood glucose level 50 mg/dl and 60 mg/dl. Customer put full reservoir still insulin pump was receiving low reservoir. Customer was not able to do troubleshooting for low blood glucose level. Device will not returned for analysis.